Manufacturer narrative:
Date of event: 29jul2021.

Event description:
It was reported to philips that the device had a disconnection of the proximal pressure cable alarm and was unable to detect the respiratory rate or tidal volume. The device was reported occurred at the beginning of treatment. The customer substituted the ventilator with a standby ventilator. There was no patient harm. A philips field service engineer (fse) was dispatched to the customer site and was unable to reproduce the reported issue. The fse tested the device and did not need any corrective action. The device passed performance verification testing.